Event description:
It was reported the programmer was working intermittently. It was also reported the programmer was unable to interrogate any device. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; rf (radio frequency) head connector found loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the programmer failed left antenna test due to loose antenna. Concomitant medical products: product ID 229047 analyzer. (B)(4).